Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump motor. The device was evaluated. The mixing pump motor bearings were beginning to seize. The mixing pump motor was replaced. The device passed all applicable testing and is ready for use. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that need a control panel replaced and stated that the screen flickers and did not reach the graphics. Per investigator notification received on 28jun2023, it was reported that the artic sun device has a failed heater and would not increase in temperature, both neutral and hot connections between the power inlet module and the ac main voltage circuit card show signs of electrical overstress, the double bend tube and the chiller evaporator outlet tube were expanded, mixing pump motor's bearings were seized and the flow meter had missing impeller blades. Completed the 2000-hour preventive maintenance procedure on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that need a control panel replaced and stated that the screen flickers and did not reach the graphics. Per investigator notification received on 28jun2023, it was reported that the arctic sun device has a failed heater and would not increase in temperature, both neutral and hot connections between the power inlet module and the ac main voltage circuit card show signs of electrical overstress, the double bend tube and the chiller evaporator outlet tube were expanded, mixing pump motor's bearings were seized and the flow meter had missing impeller blades,completed the 2000-hour preventive maintenance procedure on the device.